Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had an alert for high out of range impedance on the superior vena cava (svc) coil. The lead had high pacing impedance and high pacing thresholds. The lead was suspect of a fracture. A chest x-ray was performed and the patient was referred for lead extraction and replacement.

Manufacturer narrative:
Product event summary: the lead was returned for analysis, however, physical analysis is pending. The lead performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was removed and was not replaced.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The interior superior vena cava defibrillation cable developed a fracture at the first rib/clavicle location while in vivo. The exposed superior vena cava defibrillation coil was fractured. The right ventricular defibrillation coil was fractured at the 1st rib/clavicle location. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The overlay tubing was breached at the 1st rib/clavicle location. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: ddbb1d1 ICD, implanted: (B)(6) 2017. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action.

Event description:
It was reported that a lead integrity alert (lia) triggered for right ventricular (rv) lead impedance out of range. The rv lead was found to have low impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.